Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, two (2) photographs and a video sample were provided for evaluation. A visual inspection of the video and photographs showed a cut in the cassette sheeting. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from the tubing. The tubing was inflated, and the leakage was found to be caused by damage to the tubing. This occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.